Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and an intracardiac resistance issue occurred. The physician made a transseptal puncture using a nrg needle. The physician was not able to push the vizigo sheath through the transseptal puncture. They pulled the vizigo sheath out of the patient and realized that the guidewire had gone through the small hole on the side of the vizigo sheath at the tip. As a result, the dilator was also forced through the small hole. No patient consequence. Additional information was received. The walls of the tip were not torn or damaged. The dilator went through the hole and flattened the tip. The dilator / guidewire which exited the small hole on the side of the vizigo sheath at the tip was assessed as non MDR reportable. The risk of patient harm was considered remote. The intracardiac resistance was assessed as MDR reportable.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. The physician made a transseptal puncture using a nrg needle. The physician was not able to push the vizigo sheath through the transseptal puncture. They pulled the vizigo sheath out of the patient and realized that the guidewire had gone through the small hole on the side of the vizigo sheath at the tip. As a result, the dilator was also forced through the small hole. No patient consequence. Additional information was received. The walls of the tip were not torn or damaged. The dilator went through the hole and flattened the tip. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6) 2025. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that one of the irrigation holes in the tip was bumped. A dimensional test was performed on the outer diameters of the shaft sheath and the results were found within specifications. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The bumped tip could be related to the intracardiac resistance and the dilator exiting the irrigation hole reported by the customer. Therefore, the complaint was confirmed. The potential cause of the bumped tip could be related to the manipulation of the device and dilator during the procedure. However, this cannot be determined with the information available. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).